Manufacturer narrative:
(B)(4). Evaluation results: other (root cause unknown).

Event description:
The physician was attempting to inflate a 2.5 mm diameter x 15 mm length sprinter rx balloon dilatation catheter (ref MFR 2953200-2010-01393) in the mid right coronary artery (rca). The lesion was a chronic total occlusion (cto). The sprinter rx balloon was inflated to 10 atm inside a guide catheter where it burst after 10 seconds. A new sprinter 2.5 mm diameter x 15 mm rx balloon dilatation catheter (ref MFR 2953200-2010-01394) was then used and inflated to 10 atm inside the guide catheter. This balloon also burst. The physician then used a 2.5 mm diameter x 15 mm nc sprinter rx balloon dilatation catheter inside the guide catheter, the physician was able to inflate to 12 atm for 79 seconds and the physician achieved his objective. Post removal of the nc sprinter rx device the physician noticed that this balloon had also burst. It was reported that the device was inspected prior to use and negative prep was performed with no issues noted. The patient is reported to be stable post procedure and no additional clinical sequelae were reported.